Event description:
It was reported that the gravity blood set. 2 ss y, c/v, 295cm experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: foreign object observed inside giving set on inspection of the primed line, both the anaesthetist and the technician noticed that something was protruding from the connection n the line just above the first (distal to the patient) injection port. The source of contamination appears to be a hair both within the lumen and outside of the giving set.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-03. Investigation summary: (B)(4) 901-028e sample was received for investigation of complaint reference (B)(4); no packaging was received with the sample and the customer has not provided a lot number. The sample was received with residual fluid present throughout the line. A visual inspection of the sample confirmed the customer's experience as a hair was found to be trapped in the tubing joint of the upper y-site component. The details of this feedback were forwarded to the manufacturing site; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Please note, the 901-028e product is manufactured in iso standard clean rooms which are under a positive pressure to push dust and particles out of the manufacturing area. The workers wear protective clothes including head-wear and the clean room area is regularly cleaned according to a cleaning plan. In addition to this, final products are sampled and subjected to testing which includes visual inspections for such issues. The most likely root cause in this instance is that a member of the clean room staff did not correctly follow the clean room procedures due to human error. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 901-028e product in the past 12 months.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the gravity blood set. 2 ss y, c/v, 295cm experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: foreign object observed inside giving set on inspection of the primed line, both the anaesthetist and the technician noticed that something was protruding from the connection n the line just above the first (distal to the patient) injection port. The source of contamination appears to be a hair both within the lumen and outside of the giving set.